Event description:
It was reported two events of emi interference within a three year period. The first event occurred (B) (6) 2005. The patient stated during a shift at work, she almost got "defibbed by a new colleague who did not know how to use the cardiac defibrillator" machine. The second event occurred in (B) (6) 2005. After visiting (B) (6), the patient checked her device to see if everything was working properly and found the device was in the off mode. She had noticed increased pain and twisting, but had not related to the device until it was found off. The patient turned the device back on which resulted in a power surge "in my head followed by my usual over-stimulation side effects of headaches and nausea". The hcp concluded the store's antitheft detectors had most likely turned the device off. The patient noted that over a 3 year period, she had worked in settings that contained an immense amount of electrical equipment and outlets, especially the open heart unit where "caring for a patient with an artificial heart was the norm". Physical electrical forces in other icus that the patient had worked in affected the patient and altered the device settings in different ways. It brought about a return of symptoms over time and was unexpected. The patient also reported multiple "side effects" following reprogramming over the same three years. The patient stated the effects appeared to be from overstimulation. The following is a timeline of her reprogramming and the specific symptoms that occurred. In (B) (6) 2005 - gait weaving, unable to keep her hands out of her hair, leaning against walls, and not fluid with movements. In (B) (6) 2005 - aphasic for 30 minutes, fatigue, headaches, brain weariness. In (B) (6) 2005 - 3 hours after reprogramming, severe headaches, nausea, able to speak, but no one was able to understand what she was saying, overstimulated, "washing out" done by turning off the device for 2 weeks, but the dystonia was 10 times worse when it turned back on. Beginning 2007 - signs of depression about 1 week after reprogramming with suicidal thoughts, cognitive changes, feelings of darkness, hopelessness, doom, gloom, despair, and weight loss. (B) (6) 2007 - (B) (6) 2008 less voltage was required to obtain sensitization to the settings. The 1.5 volts was as high as could be programmed before side effect such as "electrical-like jolts" occurred. Twisting returned along with a diagnosis of t6-10 disc degeneration and fractures with back pain. In (B) (6) 2007 - reprogramming resulted in two high jolt-like electrical shocks, fatigue, a subclinical seizure with no memory of being in a grocery store after leaving the hcp office.

Manufacturer narrative:
(B) (4).